Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. While connected onto a known good oxygen supply source, the unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no abnormalities. The unit passed 62.0 hours of extended bench testing, passed the initial final test and an initial alarm volume test with no abnormalities or alarm conditions.

Event description:
It was reported to vyaire medical that the ventilator was leaking oxygen around the oxygen inlet valves. There was no report of any patient involvement associated with this reported event.